Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medstation completely shut down. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on until the auxiliary cabinet was disconnected, after which the station powered on. A field service engineer (fse) found a loose pyxibus cable on the auxiliary station, tightened it, and the station subsequently powered on with all cabinets connected. The fse found that auxiliary drawer 7 would not release due to the cubie in row d was overfilled, which caused the lid to prevent the drawer from opening. Released the cubie to resolve the issue. The system functioned as intended after the field service engineer repaired the device.